Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced three infusion set cannula crimped event on 13-mar-2025. The event occurred within three hours of insertion. The insertion site was abdomen. The patient replaced infusion sets and resumed insulin. No further information was available.